Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms noted. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported, the customer received a button error alarm. The customer stated the buttons were not pressed for three minutes or more. The insulin pump was also not exposed to moisture. Customer's blood glucose was unknown. No additional information provided.